Event description:
In addition to the screwdriver blade breakage, the surgeon noticed the screw head was worn out.

Manufacturer narrative:
Actual device not available for evaluation as it was implanted in patient. Internal investigations is progress but not yet complete.